Manufacturer narrative:
The customer¿s report of a primary IV set bulge was confirmed. During the visual inspection, it was noted that the silicone segment was disfigured at the upper fitment. The ring retainer was on the silicone segment tubing in the same location when assembled in manufacturing. There were no crush marks observed on the upper fitment. A leak test was performed with pressurized air and at 11psi a balloon developed in the silicone segment below the upper fitment; the test had to be terminated before reaching the 30psi specification. Functional infusion testing was not performed due to the disfigured silicone segment at the upper fitment. The root cause of the primary IV set bulge was not identified.

Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse programmed zosyn to infuse thru a primary IV tubing set, pressed start, and noticed that the drug was not infusing. The nurse discovered a bulge in the IV set. The nurse used a new tubing set and different pump to infuse the zosyn. The customer reported no patient harm.